Event description:
Preoperative anterior medial knee pain persisted after primary surgery. Primary implants removed and noted that some form of pathology/cyst was present on medial tibial plateau under tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays be a depuy analyst, m.d., finds no gross malpositioning or misalignment. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.